Event description:
It was reported that after eating breakfast the ilet user observed a high glucose reading of 306 mg/dl, and review indicated the user had forgotten to enter a breakfast meal announcement. Education on proper meal entry via the ilet user interface was provided to the user and caregiver. Symptoms included hyperglycemia without additional clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically failure to follow instructions for meal announcement through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.